Manufacturer narrative:
The power cord was replaced and the unit passed testing and returned to service.

Event description:
It was reported that the wires on the device's power cord were exposed. This was found during a routine preventive maintenance visit. There was no patient involvement or adverse consequences related to this event.